Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp) while on standby the screen blacked out. The staff needed to power off the pump to reset. The field service engineer was called in to service the pump but could not confirm the reported complaint. A functional check was performed on the pump and the pump passed all checks. There was no report of patient death, serious injury or complications.

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp) while on standby the screen blacked out. The staff needed to power off the pump to reset. The field service engineer was called in to service the pump but could not confirm the reported complaint. A functional check was performed on the pump and the pump passed all checks. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp screen shut off during standby is not confirmed. A teleflex field service engineer was not able to replicate the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.